Manufacturer narrative:
Additional product returned with this complaint: cat #486611550 radius screw multi-a 5.75 x 50mm. Cat # 486611750 radius screw multi-a 7.75 x 50mm. Cat #486615035 radius 5.5 x 35 rad rod. Cat #486615040 radius 5.5 x 40 rad rod. Additional info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that "did a 1 level lumbar using radius in (B)(6) 2011. Pt was complaining about pain so surgeon did a follow-up scan. Results of scan indicated rod on pt's right side dislocated from screw head. Dr. (B)(6) did a revision surgery in (B)(6) 2012 and found that rod on pt's right side was dislodged from screw heads. He also found that tulip heads of screws on pt's left side were loose."